Manufacturer narrative:
The valve was patent. It met the requirements for reflux, leakage, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. There was proteinaceous debris observed in the interior and the exterior of the device. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an eval of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that when the valve was inserted intra-operatively. It was draining moderate amounts. According to the report, the surgery was completed and the pt was closed up. The report stated that the valve was post-operatively adjusted to pressure level 1.5. Reportedly, on (B)(6) 2013, the pt was still complaining of headaches and the valve pressure level was turned down to 1.0. According to the report, the ventricles were still dilated. The report stated that the valve was replaced with a medium pressure burr hole valve. Reportedly, the pt is now stable.